Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 4mg/day and bupivacaine 10mg/ml at 4mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. It was reported that the pump was alarming. Per the reporter the patient¿s pump had a motor stall since (B)(6) 2018 and it never recovered. The patient had increased pain during that time. The company representative was not aware of any environmental, external or patient factors that may have led or contributed to the issue or if any diagnostics or troubleshooting was performed. It was noted that the physician did check the patient¿s catheter when the pump was replaced and it was patent. The pump was replaced on (B)(6) 2018. The issue was resolved at the time of the report. The patient status was noted asalive, no injury and no further complications were reported.

Manufacturer narrative:
Analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor gear train anomaly ¿ stall due to shaft/bearing¿.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Onclusion code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via pump logs dated (B)(6) 2018 which indicated that a stopped pump period may exceed tube set message logged on (B)(6) 2018 at 05:38 after the motor stall occurred message on (B)(6) 2018 at 05:38. No further complications were reported/anticipated.